Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer determined the root cause as follows: it is presume that the user facility did not train reprocessing staff sufficiently on scope handling and reprocessing in accordance with IFU. Fu states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. It was confirmed that the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
As part of our investigation, while onsite the ess observed the facility¿s reprocessing practices and reported that the scope was held in one hand while moving the patient cart with the other. Almost smashed the bending section between cart and tower. The scope was over coiled in the staff¿s hand. The light source was on the entire time before the procedure started during intubation. The connector was pulled taught from tower to patient cart. No simethicone used. In 2 of 3 cases after the procedure the bedside cleaning was not completed. On another there was no use of the air water channel cleaning adapter. During another observation in the room the cleaning was done but out of the order according to the IFU. The suctioning was done followed by the air water channel cleaning adapter and finally wiping the scope boot to tip. The ess reported that these findings were from day one of a two day scheduled visit. The ess reported that the findings were discussed with the facility¿s staff and a reprocessing in-service was recommended. The subject device was not returned to the service center for evaluation. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during a repair reduction visit at the user facility with an endoscopy support specialist (ess) an endoscope a insufficiently reprocessed scope was on a patient. There was no patient infection or device positive culture reported. This is 1 of 2 reports.